Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 40 mg/dl at the time of incident. The customer¿s other blood glucose value was 49 mg/dl. The customer treated low blood glucose value with glucose tablet. Customers basal running was to much which could be the reason of low blood glucose level. The insulin pump will not be returned for analysis.